Manufacturer narrative:
Received one 60-5274-932 in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. Insulating tube at the tip of the electrode came off from the electrode. A root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be the damage incurred during sliding the hook in and out of the sheath. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 38 reports, regarding 39 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: these instruments allow the user to cover and expose the electrosurgical tip by sliding the tip shield slide forward and back. The tip shield may be locked in the covered (forward) position by sliding the tip shield slide forward and turning it 1/4 turn in the indicated direction. The instrument is shipped in this locked position. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. Examine this device prior to use for damage. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the 60-5274-932 device was being used during an unnamed surgical procedure on (B)(6) 2024, and ¿the insulating tube at the tip of the electrode came off from the electrode.¿. Further assessment found that ¿a part came off in the surgical field. It got stick in the organs removed, thus the part was able to be retrieved". There was no report of injury, medical/surgical intervention or extended hospital stay required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of a customer that the 60-5274-932 device was being used during an unnamed surgical procedure on (B)(6) 2024, and ¿the insulating tube at the tip of the electrode came off from the electrode.¿. Further assessment found that ¿a part came off in the surgical field. It got stick in the organs removed, thus the part was able to be retrieved". There was no report of injury, medical/surgical intervention or extended hospital stay required. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.